Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient¿s blood glucose level increased to 400 mg/dl while wearing the pod on the leg between 24 and 36 hours. A crack in the pod¿s housing near the cannula was observed, and the cannula was found to be bent, with insulin leakage noted. Blood was also visible in the cannula, which is indicative of a blockage.